Event description:
It was reported that a male pt with kidney failure came in for routine dialysis. At the onset of dialysis via the right subclavian vein, they visualized a leak on the catheter. A crack on the threaded compression screw cap was observed. The catheter was repaired by using car-02800/rf0128913 a canon repair kit. There was no pt harm and they were able to proceeded with dialysis treatment.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.